Manufacturer narrative:
Patient's previous driveline repair was reported in MFR # 2916596-2018-00830. Manufacturer's investigation conclusion: review of the submitted photographs as well as the evaluation of the returned driveline segment confirmed damage to the gray shrink tubing of the prior driveline replacement site. In addition, the evaluation of the returned portion of the driveline confirmed wire damage that could have potentially contributed to the reported low speed events captured in the submitted system controller log file data. The submitted system controller log file captured a total of four transient low speed events on (B)(6) 2020, resulting in low speed advisory alarms. The pump speed reduced as low as 6170 rpm (2830 rpm below the low speed limit). No low speed hazard alarms or full pump stoppages were recorded. All of the captured low speed events occurred while the system was connected to the mpu and appeared consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2020 and approximately 18.5 inches of the external portion of the driveline was returned for evaluation. The prior driveline replacement site performed on (B)(6) 2018 was present at the proximal end of the driveline segment with the outermost gray shrink tubing layer located at approximately 14-18 inches from the metal connector. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. The outer gray shrink tubing of the prior driveline replacement site was noted to be separated at approximately 15.5 inches from the metal connector, exposing the underlying black shrink tubing. However, the underlying layers and wire connections of the driveline replacement site appeared unremarkable. In addition, the outer silicone sleeve and underlying bionate layer showed no evidence of damage. Several areas of moderate breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with the duration of use. Microscopic inspection of the underlying wires revealed breaches in the insulation of the orange and brown wires adjacent to the distal end of the copper tube of the prior driveline replacement site (approximately 15.5 inches from the metal connector). The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and the test confirmed that the inner metal conductors of the orange and brown wires were exposed. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the copper wrap/braided shield in this area. Microscopic inspection and hipot testing of the remainder of the returned driveline segment revealed no additional areas of compromised wire insulation. If the exposed conductors of either of the compromised wires made contact with the copper wrap or braided shield while the patient was operating on a tethered power source (such as the mpu), the resulting electrical short to ground would have caused the low speed events captured in the submitted system controller log file. An interruption in pump function could have also potentially been caused by a phase-to-phase short, which would occur if the exposed conductors of the two compromised wires made direct contact with each other or simultaneous contact with the braided shield/copper wrap while operating on tethered power or battery power. Additional information provided by the account on 19feb2020 indicated that the patient was currently stable at home and no further alarms have been reported following the driveline replacement. The patient remains ongoing on vad-13101 and no additional events have been reported at this time. Heartmate ii lvas IFU: section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms (including low speed operation advisory) and the appropriate actions associated with them. Heartmate ii lvas patient handbook: section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In the event of a low speed operation advisory, the user is instructed to call their hospital contact immediately for diagnosis and instructions. Section 8 "equipment storage and care" of the heartmate ii lvas IFU and section 6 "caring for the equipment" of the heartmate ii patient handbook provide instructions for cleaning the lvas equipment and provide a list of cleaning agents that can be used. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file analysis observed speed drops below the low speed limit while the patient was connected to the mobile power unit (mpu) on (B)(6) 2020. These appeared to be caused by a percutaneous lead short to shield. The patient had prior driveline repair on (B)(6) 2018 and the old repair had come apart. It was noted that there was enough room to perform a second repair. It was also reported that log file analysis observed an unusual string of low voltage advisories while on battery power. The patient stated he lets the batteries run all the way low before changing them. The patient was admitted for driveline repair. Tech services performed external perc lead repair on (B)(6) 2020 approximately 3 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. It was also reported that one of the patient's battery clips was broken and was replaced and that the patient is currently stable at home; no further alarms reported after driveline repair. No further information provided.